Event description:
It was reported that during a gastrectomy procedure, the device stopped working. Unknown how the case was completed. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/11/2008.